Event description:
It was reported that the pt had a total knee replacement performed in 2001. Prophylactic antibiotics were administered after surgery and the pt was discharged. Thirteen days post-op the pt returned to the physician for eval of redness and swelling at the top of the incision. Physician prescribed oral antibiotics for one week. Approx three days after the oral antibiotics were stopped the site developed abscess/infection. IV antibiotics were administered twice a day for three weeks. The infection appears to have cleared.